Manufacturer narrative:
PMA/510(k) #: k163018, imdrf annex g code: g07001 - part/component/sub-assembly term not applicable. Device evaluation: the zilbs-635-8-6 device involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The lot number is unknown. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilbs-635-8-6 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: there is evidence to suggest the user did not follow the instructions for use ifu0065-3. The instructions for use ifu0065-3 states the following: delivery system: the delivery system accepts a 0.35 inch wire guide. The information provided indicates that a 0.25 inch wire guide was used. A definitive root cause of user error was identified from the available information as an incorrect wire guide size was used. In addition, the information provided indicates that the patient¿s anatomy was torturous which may have accounted for the resistance encountered by the physician when advancing the wire guide to the target location as is possible that the smaller than recommended wire guide provided insufficient device support. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 19-mar-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor tried to insert a metal stent into the cbd, stricture was severe. So he choose the zilbs-635-8-6 because of this is thin, 6fr of diameter. But it was failed. Zilver didn¿t pass the stricture site. He took out the zilbs-635 and finished this procedure. Failed case. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes, clever cut3 & boston dilation balloon. Was post-dilation performed after the placement of the stent? Yes. What brand of endoscope was used with the device? Tjf206v. What was the target location for the complaint device? Cbd. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Visi2, .025, straight type. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes. Was the patient's anatomy tortuous? Yes. Did the tip of the delivery system cross the target location? No. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? They could not try deployment. Was the stent being placed through the side wall of a previously placed stent? No. Was the elevator in the down position during deployment? They could not try deployment. Are images of the device of procedure available? No. Is the patient known to be covid-19 positive? No.